Event description:
It was reported that the 9800 system would not fluoro and the collimator closed down. Also the power cord was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed and the power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.